Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for the post deployment bleeding as alleged. An exact root cause for the issue was unable to be determined but could be related to improper positioning or incomplete tamping of the collagen sponge. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that during a percutaneous coronary intervention (pci) case, via femoral access, the patient's femoral artery was normal, no calcium. The physician deployed the angio-seal device as usual using the usual correct steps with no difficulty, however the angio-seal did not seal. Blood was oozing when pulling back the angio-seal and continue oozing after product was removed. The physician had to do manual compression. Additional information was received on 09 jan 2023: unable to confirm pullout as the angio-seal was not deployed. The sheath size used was a 6fr. A pre-deployment angiogram was performed, that's how the physician knew there was no calcium at the puncture sight. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The patient was stable. The procedure was successful after using manual pressure. The estimated blood loss was less than 250cc.

Manufacturer narrative:
Patient identifier: (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.